Manufacturer narrative:
Correction: unique device identification (UDI) inadvertently included in initial MDR. Should have been blank as the UDI is out of scope on the associated part number.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure the navigation system experienced a software freeze. When the active cranial frame and the active probe were reconnected, the navigation system displayed the logo panel. The system was rebooted and the issue resolved. The system was checked but there was no issue noted. As the issue occurred at the end of the procedure no further action was taken. The procedure was completed with the use of the navigation system. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
FDA codes were updated to reflect the most current coding guidelines. If information is provided in the future, a supplemental report will be issued.